Event description:
During a laparoscopic burch procedure. The needle broke at the swedge while being passed thrugh the tissue. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.